Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a no delivery alarm during a bolus attempt. The patient's blood glucose at the time of incident was 15.0 mmol/l, which the customer treated with an insulin pen. Troubleshooting was initiated for the no delivery. The caller was assisted through the prime process and it was completed successfully with no alarms. The infusion set cannula was inspected and it looked normal. The alarm history did not include any other major alarms as well. However, the drive support cap was inspected and when the customer touched it was loose; insulin had also dropped from the pump. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.